Event description:
Stryker prp kit did not spin down correctly when spun in loaner centrifuge. Wax did not separate. Surgeon notified and he decided to use the product (patient own blood).what was the original intended procedure?eua scope l shoulder, extensive debridgement of labrum; bursectomy; clavicle resection; infusion of autologou cell transfer system using prp by stryker.device #1is this a laboratory device or laboratory test?no.